Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post-operative day 3, a permanent pacemaker (ppm) was implanted due to a high degree of atrioventricular (av) block with symptomatic bradycardia.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence. No imaging was provided for review. As such, a definite root cause is unable to be determined. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.